Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a tortuous right coronary artery. Following pre-dilation with a 2.5x8mm nc balloon, a 3.50 x 38mm synergy ii drug-eluting stent was advanced for treatment but it could not cross the lesion. The lesion was then pre-dilated again with another 3.0x8mm balloon, but still the stent could not track and the shaft broke. The procedure was completed with a different device. There were no patient complications reported.